Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead impedance had a rapid increase in impedance and was high. The lead threshold also rose and was high and there is a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.